Manufacturer narrative:
Additional information has been provided that was not included in the initial report: a follow up call was placed to the customer regarding hospitalization. The customer was having excessive no delivery alarms on pump. Blood glucose value when admitted to hospital: 780 mg/dl. The customer was given insulin and an IV drip while in the hospital. The customer's blood glucose came down to 228 mg/dl when treated in the hospital.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with no delivery alarms. The customer's blood glucose level at the time of incident was 600mg/dl. The customer states the manual injections were not working and would be going to the hospital. The customer states they had changed out their set about 4 times and still received alarm. The customer declined to troubleshoot at this time.